Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for non-malignant pain. It was reported that the hcp found an infection at the incision site. The patient was prescribed clindamycin for ten days. It was also noted that the wound was open at the distal portion of the wound and it was erythematous around the edges with scant, purulent drainage and a mild odor. At the patient¿s next appointment on (B)(6) 2019, the infection was cleared and the wound had healed. The issue was resolved without sequelae and no further actions were taken. No device issues or further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that medication was administered on (B)(6) 2019 and the dressing was changed.